Event description:
Silicone breast implant ruptures and subsequent illness, systemic disability, chronic pain, burning and weakness of extremities, ftigue and chronic fevers. Removal of ruptured implants resulting in deformity and pain in breasts and chest muscles, chronic rashes and loss of sensation of skin in hands and feet, impaired mobility and joint pains, loss of thyroid gland. Extreme fatigue and headaches. (Also see 1004008.)